Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implant has been in the patient since (B)(6) 2022. Explant date: (B)(6) 2023. Patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. Patient is reported to be doing well.

Event description:
It was reported that on (B)(6) 2022, the product involved a post operative complication / failure including patient ID or operating room staff information. On (B)(6) 2022 surgeon treated a patient with a depuy synthes implant a quantity of two were implanted without any reported complication. On (B)(6) 2022 the patient was evaluated in office and under radiograph and patient was instructed to start walking on it in a cam boot. Follow up visit on (B)(6) 2022 a slight widening of the mortise was noted. As the devise was not preforming as expected the patient is now scheduled for a revision surgery and removal of the device. Patient outcome was unknown. This report is for a fibulink(r) syndesmosis repair kit/ss. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that fibulink syndesmosis repair kit sst appear to have migrated from original position. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for fibulink syndesmosis repair kit sst. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fibula link from the fibulink syndesmosis repair kit sst was assembled and not able to rotate freely from the fibula tensioning cap. The permacord suture bridge was not intact, but it is not clear if it broke while implanted or during removal. Visual analysis of the provided x-rays shows that the fibula link from the fibulink syndesmosis repair kit sst advanced medially from the fibula tensioning cap since its implantation. The implant was applied to an unstable ankle joint, where the anterior inferior tibiofibular ligament was not intact, which led the device to bear a lot of pulling stresses from the body's load because of the tibia advancing medially and the fibula laterally at the same time. A dimensional inspection was performed for the fibulink syndesmosis repair kit sst and met specifications. A functional test was unable to be performed because the complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit sst would contribute to the complained device issue. However, the patient's condition, the instructions given by the doctor and the instructions followed by the patient might had also contributed to the outcome. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.